Manufacturer narrative:
The customer reported that their site had a 20 second communication loss with all their gz telemetry transmitters on the central nurse's station (cns). No patient data was lost. Nihon kohden networking team stated that they were downloading multiple days of logs from the customer server and it was running longer than usual, and the server froze up and then recovered in 20 seconds. This is the reason for the temporary communication loss. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device information: central nurse's station: model: cns-6801a, sn: (B)(4). Central nurse's station: model: cns-6801a, sn: (B)(4). Central nurse's station: model: cns-6801a, sn: (B)(4). Central nurse's station: model: cns-6801a, sn: (B)(4). Central nurse's station: model: cns-6801a, sn: (B)(4). Central nurse's station: model: cns-6801a, sn: (B)(4). Central nurse's station: model: cns-6801a, sn: (B)(4). Central nurse's station: model: cns-6801a, sn: (B)(4). Central nurse's station: model: cns-6801a, sn: (B)(4). Central nurse's station: model: cns-6801a, sn: (B)(4). Telemetry transmitters: model: gz-120pa, sn: unknown. Telemetry transmitters: model: gz-130pa, sn: unknown.

Event description:
The customer reported that their site had a 20 second communication loss with all their gz telemetry transmitters on the central nurse's station (cns). No patient data was lost. No patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that their site had a 20 second comm loss with all gz telemetry transmitters at the central nurse's station (cns). No patient data was lost. No patient harm or injury was reported. Investigation summary: during the comm loss event, the logs of the cns for a different issue were being collected. Nk cits noted that the log collection may have caused the communication loss issue due to the server freezing up when trying to get the logs. Based on the available information, a definitive root cause could not be identified. However, log collection may have contributed to the cause of the issue as freezing of the server was noted during the process of collection. Corrected information: e3 occupation: corrected the "non-healthcare professional" selection to the "nurse" selection.

Event description:
The customer reported that their site had a 20 second communication loss with all their gz telemetry transmitters on the central nurse's station (cns). No patient data was lost. No patient harm reported.